Event description:
Caller reported a cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, staying within normal range. Customer ended the call abruptly while addressing a related minimum fill issue, and no further action was taken by technical support as troubleshooting remained incomplete.